Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an electrical reset. The reset was cleared. The reset box appeared several times. It was suggested that the reset be cancelled instead of cleared. The ipg remains in use. No patient complications have been reported as a result of this event.